Event description:
The patient reported fluctuating loudness levels and performance since 2004. The results of four integrity tests (done in 2004, 2005, and 2006 and most recently on 19-feb-2007) were consistent with normal receiver/stimulator function with an increasing number of electrode anomalies. Reportedly, the patient also recently experience facial pain and non auditory sensations. The patient was advised to stop wearing the external equipment until the pain resolved. Explant/reimplant surgery is planned details were not provided to cochlear.

Manufacturer narrative:
This type of event in addressed in the device labeling.